Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the plunger could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reported to be retained by hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other eight proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, during deployment the needles failed to capture the sutures. Additionally, it was felt that "needles did not feel as if they were reaching a stop point of footplate". Eight additional proglide devices were used with the same result. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.